Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a hand procedure in 2018, suture was used. The suture thread broke about 3 cm from the needle during the procedure. Another suture was used to complete the procedure. There were no patient consequences. No additional information is available.